Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of architect stat high sensitive troponin-I reagent lot 55251ud00. All specifications were met indicating that lot 55251ud00 is performing acceptably. Note: lots 55246ud00 and 55251ud00 were manufactured using the same bulk material. Based on the investigation, no deficiency for lot number 55246ud01 was identified.

Event description:
A physician questioned a positive architect stat high sensitive troponin-I result of 2711.6 ng/l for a 35 year old male patient because it was not consistent with the patient's medical history. Testing was performed as part of a physical examination. The customer¿s reference range is <26.2 ng/l. Retesting of the sample generated an architect stat high sensitive troponin-I result of 2732.5 ng/l. The sample was tested using different methodologies as follows: beckman troponin method: negative at 0.002 ng/ml (reference range: 0 - 0.0116 ng/ml). Siemens troponin method: negative at <2.5 ng/l (reference range: 0 - 40 ng/l). Roche tnt troponin method: negative at 4.71 ng/l (reference range: 0 - 14 ng/l). The sample was tested diluted generating non-linear architect stat high sensitive troponin-I results. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 03p25, that has a similar product distributed in the us, list number 02r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
A physician questioned a positive architect stat high sensitive troponin-I result of 2711.6 ng/l for a 35 year old male patient because it was not consistent with the patient's medical history. Testing was performed as part of a physical examination. The customer¿s reference range is <26.2 ng/l. Retesting of the sample generated an architect stat high sensitive troponin-I result of 2732.5 ng/l. The sample was tested using different methodologies as follows: beckman troponin method: negative at 0.002 ng/ml (reference range: 0 - 0.0116 ng/ml) siemens troponin method: negative at <2.5 ng/l (reference range: 0 - 40 ng/l) roche tnt troponin method: negative at 4.71 ng/l (reference range: 0 - 14 ng/l) the sample was tested diluted generating non-linear architect stat high sensitive troponin-I results. No impact to patient management was reported.